Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a surgical delay of 5 minutes.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon tried to impact 36x52n pinnacle liner into pinnacle sector 52mm cup with 1 screw. The liner wouldn't seat and lock. Surgeon asked for new liner and removed the screw. The new liner locked into cup. Doe: (B)(6) 2018.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned product finds nothing outward that would indicate a product problem. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.